Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2008. During the procedure, the purple finger pad fell off the device inserter. The finger pad was retrieved. A second device was placed in the hammock position to successfully complete the procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.